Manufacturer narrative:
A visual inspection was performed on the exterior of product and damage was found on the cable wiring at strain relief. The footswitch failed functional testing. The red and black cable wires are pinched, causing intermittent contact and the brown wire has a split in the insulation which could short out to grounding shield on cable. Footswitch appears to be very worn. The complaint investigation has concluded that this unit has succumbed to wear and tear.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic procedure, neither device would work correctly together in cut/coag mode. The foot switch was changed out and then device would only cut. The procedure was completed with this device in cut mode only. No patient injury or complications were reported.